Event description:
Colleague baxter IV pump alarmed. Rn unable with multiple attempts to determine problem. When IV tubing was removed from pump the keyed on/off clamp was not closed. Pt received a bolus of pitocin. This was noted after approx 30 secs. Pt has a 7 min tetanic contraction. Terbutaline administered. Pt and fetus monitoring returned to baseline 5 mins after contraction ceased. Keyed on/off clamp found to be malpositioned.